Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock and the backup mode on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. Review of the egms showed the therapies were delivered appropriately and according to the device¿s programmed settings. Electrical, mechanical, and longevity analysis was normal with no anomalies found.